Event description:
On (B)(6) 2019, the doctor unsuccessfully tried to interrogate a patient's ICD with the subject programmer, and it was impossible to interrogate the device. On (B)(6) 2019, it was again impossible to interrogate the same ICD with the subject programmer. The green lights as well as the loading bar could be seen but the user was sent back to the main screen. It was also impossible to open the patient files from previous follow-ups. However, it was possible to interrogate the ICD with another programmer. After the programmer software (smart view 3.00) was re-installed on the subject programmer, it was possible to interrogate the ICD. Preliminary analysis results showed that the reported behavior was due to the presence of corrupted files in the programmer, most probably resulting from brutal programmer shutdowns. Normal behavior has been restored following programmer software re-installation.

Event description:
On (B)(6) 2019, the doctor unsuccessfully tried to interrogate a patient's ICD with the subject programmer, and it was impossible to interrogate the device. On (B)(6) 2019, it was again impossible to interrogate the same ICD with the subject programmer. The green lights as well as the loading bar could be seen but the user was sent back to the main screen. It was also impossible to open the patient files from previous follow-ups. However, it was possible to interrogate the ICD with another programmer. After the programmer software (smartview 3.00) was re-installed on the subject programmer, it was possible to interrogate the ICD. Preliminary analysis results showed that the reported behavior was due to the presence of corrupted files in the programmer, most probably resulting from brutal programmer shutdowns. Normal behavior has been restored following programmer software re-installation.